Event description:
It was reported that during an unknown procedure, the instrument got stuck after fourth reload. There were no patient consequences.

Manufacturer narrative:
(B)(4). Nicked knife, damaged articulation link. The analysis found that one device was returned without cartridge reload loaded on the device. Due to the articulation feature was non functional, the device was tested for functionality in the straight position with a test cartridge reload and it fired and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the articulation bar was found broken. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.